Manufacturer narrative:
A2-a6) patient information - generalized patient information was listed; however, specific patient/case detail was not provided. B3) article citation: pan d, et al. Safety and efficacy of excimer laser atherectomy combined with a drug-coated balloon in de novo femoropopliteal artery disease: a retrospective study. Annals of vascular surgery. 2024; (volume 99 pages 26-32) february 2024 (first published: 10/31/2023) b4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this MDR is being filed late, resulting from a self-identified process gap. A CAPA has been initiated, and a left/right look is being performed to ensure all impacted products are reviewed. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, perforation, dissection, amputation, and occlusion are listed as potential adverse events with use of turbo-elite devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 31oct2023) titled "¿safety and efficacy of excimer laser atherectomy combined with a drug-coated balloon in de novo femoral popliteal artery disease: a retrospective study¿. The article retrospectively reviewed data of patients who underwent excimer laser atherectomy (ela) combined with drug-coated balloon (dcb) for de novo femoropopliteal artery disease (fpad). A total of 56 patients were enrolled in the study. The ela procedures were performed using spectranetics turbo-elite devices. Periprocedural complications included 20 flow-limiting dissections, 1 vessel perforation, 1 occlusion, 4 emergency stent placements, and 4 patients at follow-up underwent minor or major amputation (MDR #3007284006-2026-00045). Additionally, there was 1 death due to heart failure 3 months after surgery, and 1 death due to cerebral infarction (ischemic stroke) 12 months after surgery (MDR #3007284006-2026-00046). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for each of the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 31oct2023 has been used, the date of publication. This report captures the 20 flow-limiting dissections, 1 vessel perforation, 1 occlusion, 4 emergency stent placements, and 4 amputations that occurred with use of the turbo-elite devices. There was no alleged malfunction of the turbo-elite devices in use during the procedure.

Event description:
Article citation: pan d, et al. Safety and efficacy of excimer laser atherectomy combined with a drug-coated balloon in de novo femoropopliteal artery disease: a retrospective study. Annals of vascular surgery. 2024; (volume 99 pages 26-32) february 2024 (first published: 10/31/2023).

Manufacturer narrative:
Per FDA request: section b5: include article citation. Section h11: this report is being submitted as part of a retrospective review for literature MDR per CAPA 207.